Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transurethral resection of prostate, there was a burst of fire in bladder and the generator was in used that time. Procedure was aborted. There was a bladder tissue damage. The incident led to extended hospitalization of patient. Patient will be reschedule for reoperation.